Event description:
It was reported that when booting up system 'error 40000000000 siu communication error' was displayed.

Manufacturer narrative:
H10: h6, h3: the device was intended for use in treatment and produced random initialization failures pointing to the siu. The issue was resolved after replacing the usb a-b cable. The cable was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm there was a relationship established between the reported event and the device. The returned cable was connected to an in-house system and booted 7 times without failure. No problem found with the returned cable. A factor that can contribute to the reported initialization failure could be that the cable was loose at the time of the event.